Manufacturer narrative:
(B)(4). Report source: (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2 years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00240, 0001822565-2022-00242, 0001822565-2022-00243, 0001822565-2022-00375.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from finland that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported 8 patients underwent 2-stage revision due to periprosthetic joint infection. Attempts have been made and no further information has been provided.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from finland that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported 8 patients underwent 2-stage revision due to periprosthetic joint infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2¿years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00240, 0001822565-2022-00242, 0001822565-2022-00243, 0001822565-2022-00375.